Event description:
The physician reported the pt was undergoing treatment of a large internal carotid artery (ica) para ophthalmic unruptured aneurysm. The stent in question was utilized as the aneurysm had a wide neck. The stent was deployed, with moderate difficulty due to stiffness across the guidewire, at the origin of the posterior communicating artery. The stent was crossed with a microcatheter to proceed with coiling. Multiple non-boston scientific coils were successfully placed without incident. Contrast was run at this point, and showed the coil basket to be within the aneurysm. The physician reported "good flow through the ica and normal filling speed of distal vessels. After a couple more coils the interventional neurological radiologists (inrs) noticed some sluggish flow in the ica. A contrast run showed that the coil ball had prolapsed into the ica, impeding and slowing the flow. It appears that the coils have squashed down the stent rather than falled through the interstices." The physician also reported "cross flow from the ipsilateral posterior communicating (pcomm) and contralateral ica was checked and was good." No attempt was made to move the stent, or complete coiling of the aneurysm. The pt awoke with complete heimparesis of the right hand side and dysphasia. A CT scan showed probable infarct of the middle carotid artery/anterior carotid artery (mca/aca) watershed area on the left side of the brain. The pt has had some improvement since, in that she is now reportedly able to walk, and had some speech. However, the pt's weakness in her left arm persists.

Manufacturer narrative:
Boston scientific conducted a review of the device history record (DHR) on the suspect batch and no issues or discrepancies were found. The device history record review showed that this device met all required specifications prior to distribution. A search in the complaint management database was performed and no other complaints on this batch have been reported. A review of the number of complaints relative to monthly sales was conducted for the "as-reported" complaint code. This was the only complaint recorded for the model of the device in question involving stent crushing due to coil packing. The percentage rate of complaints observed between january 2006 and the present has exceeded the expected occurrence rate for this issue as documented in the risk mgmt doucmentation of this product. A corrective and preventative action has been opened to address issue. The device in question was not returned to boston scientific for technical analysis as it was implanted into the pt. Although it is not possible to confirm the user's complaint definitively, it seems likely the failure of the device was caused by the user. In the directions for use, the user is instructed to follow accepted coiling practices after stent deployment. For the stent to crush, the aneurysm was likely over-packed with coils. According to the event description, the device was being used for treatment of an aneurysm. The stent deployed with moderate friction, and the aneurysm was subsequently coiled. The event description explains that the mass of coils "squashed" the stent and the coil mass ended up partially in the parent vessel. Based on the event description, this complaint can be confirmed. The product was not returned, so it cannot be determined if the sample failed to meet device, labeling, or packing specifications. However, based on the info provided by the hosp, and lack of a returned product for investigiation, boston scientific cannot conclusively determine the cause of the user's experience. The cause of the event remains unknown.